Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is al that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported she attempted to program a bolus before lunch but when she pushed the button in order to indicate the quantity of insulin, the button blocked. Pt stated, the infusion device programmed 15.0 units of insulin instead of 3.0 units of insulin. Pt then reported all of the buttons on the infusion device were blocked. Pt stated, she didn't receive the 15.0 units of insulin, but she immediately began to use her backup infusion device. Pt currently remains on the backup infusion device. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.